Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/30/2020. Additional h3 investigation summary: it was reported that some sutures were broken during use. One open box with two unopened samples of product code 697, lot pjj388 was received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/10/2020. A manufacturing record evaluation was performed for the finished device batch pjj388, 697v33 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the event occur during one or multiple patient procedures? No further information is available. If this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? No further information is available. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No other issues of suture breakage from this hospital have been reported to ethicon so far. What are the procedure name(s) and date(s)? No further information is available.

Event description:
It was reported that a patient underwent an unknown surgery procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.